Manufacturer narrative:
The device was returned for analysis. Visual inspection shows that the sheath and drive cable were kinked. Visual and microscopic inspection revealed that the imaging core windup with a coiled drive cable and an imaging window detached near the lap joint section. However, the imaging window did not return for analysis. The impedance test shows an electrical open distal waveform between 20-30 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 16may2024. It was reported that visualization issues occurred. The 95% stenosed target lesion was located in the mesial segment of the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the tip of the catheter kept spinning and the image could not be shown. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable. However, device analysis revealed the imaging window detached near the lap joint section.